Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services determined the fault was an electrical connection failure so the faulty back shell connector/back shell assembly was replaced. Service completed and returned device to customer. Additional part used: glidescope avl video baton 3-4; catalog: 0570-0313; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor was cutting in and out. A very short delay in the procedure occurred while a back-up avl system was obtained. No harm to patient or user was reported.